Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was noted to be vaulted (z-syndrome) approximately 6 weeks post-implant in the right eye (od) when patient complained of vision being blurry and "like a fog", glare, severe halos, and occasional irritation and pain. Mild inferior posterior capsular fibrosis was also noted. The lens was explanted on (B)(6) 2015 and replaced with another model lens. Limbal relaxing incision (lri) and mechanical capsulotomy were also performed. The patient states there are fewer halos since lens exchange. The patient is reportedly doing excellent 5 days post lens exchange.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found lens in three pieces and portion of the haptics and plates missing. Further testing could not be performed due to the return condition of the lens. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.